Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed no evidence of multiple reboots. During a visual inspection of the pump, no damage was found to the battery compartment. The returned cap was unable to fit to the pump and stuck once inserted. A test battery cap was able to fit and was used during investigation with no errors, alarms or warnings occurred during testing. Unrelated to the original complaint, the returned battery cap¿s threads were observed to be stripped. The pumps cover was removed and there was no intermittent condition found to the power flex or to the printed circuit board.